Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A36612-not valid) inserted for female sterilisation. The patient's medical history included colon cancer, simple mastectomy, anxiety, burning sensation, flank pain, vaginal bleeding, gestational diabetes, high risk pregnancy and nausea. Concurrent conditions included blood pressure raised since (B)(6) 2017, postpartum depression since (B)(6) 2013, thrombocytopenia since (B)(6) 2013, breast ductal carcinoma, headache, abdominal pain, uti, fatigue, dermatitis, punctate keratitis, pain in hip, nose congestion, nose oedema, nose bleed, lumbar strain, back pain, left lower quadrant pain, abdominal cramps, skin lesion, fever, blurry vision, cough, dysuria, myalgia, multifocal motor neuropathy, rash, costochondritis, chest pain, de quervain's tenosynovitis, prepatellar bursitis, plantar fasciitis, knee pain, splinter, plantar fasciitis, breast lump, breast pain, mammogram abnormal, skin tightness, crying, appetite disorder, energy decreased, disturbance in attention, stress, numbness, tingling, pain of extremities, postmastectomy lymphedema syndrome, neuropathy, shoulder pain and groin pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control, anastrozole (anastrazole denk) from (B)(6) 2016 to (B)(6) 2017 for breast cancer, ondansetron from july 2016 to september 2017 for breast cancer and colon cancer, ondansetron (zofran) and prochlorperazine for nausea as well as cetirizine, chemotherapeutics, dexamethasone, famotidine, hydrocodone, ibuprofen, ibuprofen (motrin), loratadine (claritin), loratadine (claritine), nsaids, paracetamol (tylenol), prochlorperazine, pseudoephedrine hydrochloride, sulfadiazine silver (silver sulfadiazine), tramadol, triamcinolone acetonide and triamcinolone acetonide. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: there were 4 coils trailing from the left ostia and 2 coils from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2016: breast, right , 1 : 00 position, 3 cm from nipple, ultrasound- guided. A) lymph node-sentinel, right axilla, biopsy: - one node with metastatic carcinoma (0.5 cm deposit; no extranodal extension). B) lymph nodes-non-sentinel, right axilla, biopsy: - negative for carcinoma (2 nodes). C) breast, right, mastectomy (also see synoptic report below): - invasive ductal carcinoma, grade 2; 3.5 cm; - negative margins: - 4 mm from the closest anterior margin (superior aspect). - 5 mm from the posterior/deep margin; on (B)(6) 2016: right axillary lymph nodes, dissection: -lymph nodes (0/9), negative for metastatic carcinoma. -fat necrosis, consistent with prior surgical intervention; on (B)(6) 2016: right axillary lymph nodes, dissection: -lymph nodes (0/9), negative for metastatic carcinoma. -fat necrosis, consistent with prior surgical intervention.. Ultrasound breast - on (B)(6) 2016: 1. Ultrasound abnormal heterogeneous hypoechoic spiculated 2.7 cm mass right breast 1:00 position 3 cm from the nipple corresponds with the palpable abnormality. No corresponding mammogram findings. 2. Unremarkable left mammogram. 3. No suspicious right axillary adenopathy; on (B)(6) 2016: finding ultrasound evaluation of the left breast targeted to the upper inner quadrant in area of concern. Demonstrates no suspicious dominant masses. No evidence of architectural distortion. Impression: 1. Unremarkable left breast ultrasound targeted to the upper inner quadrant. 2. Known right breast cancer; on (B)(6) 2016: #1 . Ultrasound abnormal heterogeneous hypoechoic spiculated 2 . 7 cm mass right breast 1 : 00 position 3 cm from the nipple corresponds with the palpable abnormality . No corresponding mammogram findings . #2 . Unremarkable l eft mammogram . #3 . No suspicious right axillary adenopathy. X-ray of pelvis and hip - on (B)(6) 2015: the bones are normally mineralized. The alignment of the femoral head and acetabulum is normal. There is no visible fracture or significant degenerative change. Bilateral essure devices are seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: update of information (batch is not valid) product technical compliant. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A36612) inserted for female sterilisation. The patient's medical history included colon cancer, simple mastectomy, anxiety, burning sensation, flank pain, vaginal bleeding, gestational diabetes, high risk pregnancy and nausea. Concurrent conditions included blood pressure raised since (B)(6) 2017, postpartum depression since (B)(6) 2013, thrombocytopenia since (B)(6) 2013, breast ductal carcinoma, headache, abdominal pain, uti, fatigue, dermatitis, punctate keratitis, pain in hip, nose congestion, nose oedema, nose bleed, lumbar strain, back pain, left lower quadrant pain, abdominal cramps, skin lesion, fever, blurry vision, cough, dysuria, myalgia, multifocal motor neuropathy, rash, costochondritis, chest pain, de quervain's tenosynovitis, prepatellar bursitis, plantar fasciitis, knee pain, splinter, plantar fasciitis, breast lump, breast pain, mammogram abnormal, skin tightness, crying, appetite disorder, energy decreased, disturbance in attention, stress, numbness, tingling, pain of extremities, postmastectomy lymphedema syndrome, neuropathy, shoulder pain and groin pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control, anastrozole (anastrazole denk) from (B)(6) 2016 to (B)(6) 2017 for breast cancer, ondansetron from (B)(6) 2016 to (B)(6) 2017 for breast cancer and colon cancer, ondansetron (zofran) and prochlorperazine for nausea as well as cetirizine, chemotherapeutics, dexamethasone, famotidine, hydrocodone, ibuprofen, ibuprofen (motrin), loratadine (claritin), loratadine (claritine), nsaids, paracetamol (tylenol), prochlorperazine, pseudoephedrine hydrochloride, sulfadiazine silver (silver sulfadiazine), tramadol, triamcinolone acetonide and triamcinolone acetonide. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: there were 4 coils trailing from the left ostia and 2 coils from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2016: breast, right, 1: 00 position, 3 cm from nipple, ultrasound- guided: lymph node-sentinel, right axilla, biopsy: one node with metastatic carcinoma (0.5 cm deposit; no extranodal extension). Lymph nodes-non-sentinel, right axilla, biopsy: negative for carcinoma (2 nodes). Breast, right, mastectomy (also see synoptic report below): invasive ductal carcinoma, grade 2; 3.5 cm; negative margins: 4 mm from the closest anterior margin (superior aspect). 5 mm from the posterior/deep margin; on (B)(6) 2016: right axillary lymph nodes, dissection: lymph nodes (0/9), negative for metastatic carcinoma fat necrosis, consistent with prior surgical intervention; on (B)(6) 2016: right axillary lymph nodes, dissection: lymph nodes (0/9), negative for metastatic carcinoma fat necrosis, consistent with prior surgical intervention.. Ultrasound breast - on (B)(6) 2016: ultrasound abnormal heterogeneous hypoechoic spiculated 2.7 cm mass right breast 1:00 position 3 cm from the nipple corresponds with the palpable abnormality. No corresponding mammogram findings. Unremarkable left mammogram. No suspicious right axillary adenopathy; on (B)(6) 2016: finding ultrasound evaluation of the left breast targeted to the upper inner quadrant in area of concern demonstrates no suspicious dominant masses. No evidence of architectural distortion. Impression: unremarkable left breast ultrasound targeted to the upper inner quadrant. Known right breast cancer; on (B)(6) 2016: ultrasound abnormal heterogeneous hypoechoic spiculated 2 . 7 cm mass right breast 1 : 00 position 3 cm from the nipple corresponds with the palpable abnormality . No corresponding mammogram findings . Unremarkable l eft mammogram . No suspicious right axillary adenopathy. X-ray of pelvis and hip - on (B)(6) 2015: the bones are normally mineralized. The alignment of the femoral head and acetabulum is normal. There is no visible fracture or significant degenerative change. Bilateral essure devices are seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: pfs and mr was received. Case became incident. Reporter information was updated. Lot number was added. Event injury was updated to pelvic pain. Concomitant drugs, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.